Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when on the ligation of the cystic duct, the clip was fired for the first time without any problems, when it was fired the second time, the clip did not lock correctly, so the instrument was going to be retired when the clip got stuck in the trocar. As stated, the surgeon was able to squeeze the handle, the jaws did not lock onto the tissue and the clips were not able to load properly into the jaws. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos of a device. The visual inspection of the photos depicted the first photo depicts what appears to be a clip applier inserted into a trocar. The jaw leg appears to be out of position within the trocar. The second photo depicts the distal end of the trocar with the clip applier inserted into the trocar. The jaw leg appears to be out of position. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur by moving the jaw legs upward and outward with respect to the other leg (when viewed looking straight into the barrel of the instrument), when the handle is at rest. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re -opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when on the ligation of the cystic duct, the clip was fired for the first time without any problems, when it was fired the second time, the clip did not lock correctly, so the instrument was going to be retired when the clip got stuck in the trocar. As stated, the surgeon was able to squeeze the handle, the jaws did not lock onto the tissue and the clips were not able to load properly into the jaws. The clip was changed for another one to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.